Manufacturer narrative:
Investigation summary: one used and one new, unopened extension set, model 10011865, was received by the customer for investigation. The sets were visually inspected and no defects were observed. Both sets were independently functionally tested and fluid leaked out from the filter vent of the used set. A photo of model 10011865 connected to the sample for the related complaint (B)(4), model 20041e, was also sent for investigation. A leak at the connection between the two sets were observed and the customer's complaint of a leaky connection was verified. One used primary set was returned as well. The unknown primary set was functionally tested and no defects were observed. The samples of this complaint was tested with the returned samples for the related complaint (B)(4), model 20041e. The devices were connected using the configuration shown in the photo returned and attached to the returned primary set. The sets were infused at 3 ml/hr and then 30 ml/hr for an hour. Each returned 10011865 filter extension set, used and unused, was tested with each 20041e t-connector extension set, used and unused, and no leakage at any connection was observed. The reported defect could not be replicated. It's possible that the real cause of the leakage observed was from the defective filter on the used model 10011865. Probable identified cause for vent leakage is clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent. A device history record review for model 10011865 lot number 21025367 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ext set smallbore .2mf ped leaked from the smartsite connection. The following information was provided by the initial reporter: "nicu reports a leaky connection between the bd extension set smallbore tubing # 10011865 and the smartsite extension set # 20041e."